Event description:
It was reported that upon opening of drain bag, the clamp and the tubing were missing. Also stated that the item was ordered back in november but opened the product about a week ago.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. Visual inspection noted one opened dome bag was received with the drainage bag. Visual evaluation noted the clamp and outlet tubing were missing from the bag on return. This failed to meet specifications stating no damaged or missing components. Although the reported event was confirmed, a root cause could not be determined. A potential root cause could be incorrect operation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that upon opening of drain bag, the clamp and the tubing were missing. Also stated that the item was ordered back in november but opened the product about a week ago.